Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the (B)(6) 2017, during a laparoscopic sigmoidectomy, after firing, it was difficult to remove the stapler from the cavity. It was just stuck because the anvil didn't tilt. Finally the instrument was pulled out gently and without damage after awhile. The patient was alive with no injury.